Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing constant pain and discomfort. The knee is varus and the patient appears bowlegged. It is also reported that the tibial component appears to stick out.

Manufacturer narrative:
This report is being amended to reflect changes.

Event description:
It is now known that the patient was revised in (B)(6) 2015.

Manufacturer narrative:
The device was not returned with the complaint for review; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. The device is used for treatment. Review of the revision report confirms that the patient underwent a right total knee arthroplasty due to a loose tibial component. The patient was seen in the surgeon¿s office pre-operatively and found to have gross subsidence and loosening of the tibial component. This was confirmed during the surgery when it was ¿noticed that the tibial component was grossly subsided.¿ there was an attempt to save the femoral component but they felt it was too unstable so the femoral component was removed in addition to the tibial component and poly. There were no complications noted in the report and the patient was in good condition after the procedure. A complaint search for the tibial component part and lot combination revealed zero similar complaints. Products were assessed for compatibility and found to be compatible. Loosening of the persona porous 2-peg tibial component was investigated as part of corrective and preventive actions (CAPA).the device in question was manufactured prior to this action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicated devices.